Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in the incident it was determined that user login lag was due to hospital network began experiencing major interruptions in service from their domain controllers. As a permanent solution, hospital information technology team set up new lightweight directory access protocol domain component to use with the pyxis environment. A technical support specialist worked together with pharmacies and implemented changes on es integrated ciisafes to resolve. The system functioned as intended.

Manufacturer narrative:
Corrected d4, updated h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-aug-2022 to 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had several login lags on several medstation and anesthesia stations. A technical support specialist found that the issue was caused due to hospital network experiencing major interruptions in the service from their domain controllers. Created new domains and worked with bd colleagues to schedule with pharmacies and implement changes to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es system had a login lag issue for user during intubation. The customer reported that the biometric scanner screen took about a minute to load on several devices, and that they were experiencing login delays. The customer mentioned that due to this malfunction, the user prevented access to retrieve the required medication needed to intubate a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that the pyxis medstation es system had a login lag issue for user during intubation. The customer reported that the biometric scanner screen took about a minute to load on several devices, and that they were experiencing login delays. The customer mentioned that due to this malfunction, the user prevented access to retrieve the required medication needed to intubate a patient. There were no adverse events or injuries reported based on this event.